Event description:
It was reported that an alert triggered for high impedance on the right ventricular lead. The lead also had oversensing, a sudden increase in impedance and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that an alert triggered for high impedance on the right ventricular lead. The lead also had oversensing, a sudden increase in impedance and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): performance data were collected from the device and analyzed. There was one patient alert for right ventricular pacing impedance of 2608 ohms on (B)(6)-2012. The daily pace impedance log data shows an abrupt increase for ventricular pacing impedance; 488 to 9472 ohms peak between (B)(6)-2012. It was noted there were 42 ventricular nonsustained tachycardia episodes less than or equal to 210 ms between (B)(6)-2012. Ventricular short interval counts were 380.4 average per day in 2.34 days, between (B)(6)-2012. The full lead was also returned and analyzed. The proximal conductor was fractured. The distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. It was noted there was a cosmetic depression on the outer insulation. It was also noted there was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism.